Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.